Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 20.0 mmol/l and 6.1 mmol/l (aviva meter) and 6.0 mmol/l (lab meter).

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.